Event description:
It was reported by service report that the head end jack would not pump all the way up. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.